Manufacturer narrative:
The service engineer evaluated the ventilator and verified the customer reported condition. To resolve the condition, the graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcbs) were replaced. The ventilator passed performance verification testing, short self-testing, and extended self-testing.

Event description:
It was reported that the ventilator's graphic user interface was inoperable. The ventilator was not on a patient at the time of the event.